Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 17sept2019. The service technician examined the device. Device was cleaned and reinstalled the o2 filter. The error was solved. The service technician tested the device and found it met philips specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the high pressure test was outside of specification. There was no patient involvement